Event description:
Additional information was received confirming the event occurred during preventive maintenance. There was no patient injury or adverse effects.

Manufacturer narrative:
Additional information is provided for h.2 and h.6. One sample was received for evaluation. The sample tamper seal was not removed or broken. Visual inspection revealed a cracked case on the back, air mix knob missing, and the cam assembly was broken. The root cause could not be determined; however, a probable cause could be wear and tear of the cam assembly. The cam assembly, knob and end cap were replaced to correct the problem. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that adjustment in front for the air mix was not working and also missing knob. Patient involvement unknown.